Event description:
Additional information reported patient with stage t1n0m0 but no b-symptoms. Capsulectomy performed three months after device removal.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, yellow particles in the shell and observed 40 mm dark patch edge material inside gel device. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Patient reported going to the accident and emergency (a&e) department twice "due to pain, swelling & redness in [their] right breast" and "symptoms of enlarged breast." After an ultrasound scan, "it was revealed that one of [their] implants had ruptured." Patient further reported being admitted to a&e twice and being "put on strong pain medication to alleviate some of the pain and distress this is causing." Additionally reported by the patient was depression, anxiety, rashes and red breast, swelling, shooting pain, and numbness & burning sensation on the right side. Healthcare professional reported a recurrent seroma which was drained and when sent for diagnostics returned "cells showing diffuse staining with cd30." The device was then explanted and a biopsy of the excised capsule showed "positive with cd30." A supplemental review of the aforementioned analysis noted "no expression of alk 1." A pet CT scan performed after explant noted "no metabolically active residual disease, lymphadenopathy, or distant metastases." Patient additionally reported "insomnia and weight gain" which have been deemed not related to the device. Additional information reported patient with stage t1n0m0 but no b-symptoms. Capsulectomy performed three months after device removal. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Concomitant medical products: flucloxacillin 500mg tablets; zopiclone 7.5 mg tablets. (B)(4). Physician contact information: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma : late and lymphoma , alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; recurrent seroma; cd30+, alk- alcl.

Event description:
Patient reported going to the accident and emergency (a&e) department twice "due to pain, swelling & redness in [their] right breast" and "symptoms of enlarged breast." After an ultrasound scan, "it was revealed that one of [their] implants had ruptured." Patient further reported being admitted to a&e twice and being "put on strong pain medication to alleviate some of the pain and distress this is causing." Additionally reported by the patient was depression, anxiety, rashes and red breast, swelling, shooting pain, and numbness & burning sensation on the right side. Healthcare professional reported a recurrent seroma which was drained and when sent for diagnostics returned "cells showing diffuse staining with cd30." The device was then explanted and a biopsy of the excised capsule showed "positive with cd30." A supplemental review of the aforementioned analysis noted "no expression of alk 1." A pet CT scan performed after explant noted "no metabolically active residual disease, lymphadenopathy, or distant metastases." Patient additionally reported "insomnia and weight gain" which have been deemed not related to the device. Affected side is right. The device has been explanted.